Manufacturer narrative:
(B)(4). Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 03/10/2025. An investigation was conducted on 03/25/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The aortic cutter was observed to be a fully deployed state. The cutter blade was observed to be slightly bent. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent needle- aortic cutter" was confirmed. The lot # 3000409619 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), after opening the heartstring 3.8mm product normally, they opened the aortic cutter to perform aortic cutting. The tip of the cutter was bent, unlike the normal product, so it was determined that it could not be used on site. A new product was opened again and used on the patient. There were no procedural delays. The patient's condition was normal, and the surgery was completed successfully.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.